Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx) was heavy calcification and moderate tortuosity. The 2.75x15mm xience expedition stent delivery system (sds) was attempted to be advance to the target lesion; however, after several attempts the sds failed to cross due to the anatomy. During removal of the sds, the hypotube junction separated outside the patient anatomy. The sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another xience stent was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. Material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment capas. Based on these reviews, there is no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It was reported that the stent delivery system failed to cross the lesion and separated during the procedure. It is likely the sds failed to cross the lesion due to heavy calcification and moderate tortuosity, resulting in failure to advance. In this case the analysis of the returned device confirmed the separation of the device. This type of damage can occur due to the manipulation of the sds along with the material deformation and bends. Analysis also noted a tear at the guide wire exit notch. This indicates the guide wire was manipulated against resistance with the sds. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment capas. Based on these reviews, there is no indication of a product quality issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.